Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was received for analysis. Eng eval completed by cy. Mfg date: 01/10/2011. Design-related issues: the hudson cannulated shaft has been in the field since 2013. Exactech is aware of 1 other complaint reports involving a hudson cannulated shaft reported as "broken/ non-functional" since 2014. Sales data for cage glenoids was used to calculate an approximate complaint occurrence rate of <0.5%. This is considered "very low" according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: exactech is aware of receiving one other complaint report involving another part from the manufacturing lot of 5 (hudson canulated shaft) pieces that have been in the field since 2013. A review of the device history record for the hudson canulated shaft showed that the named devices were accepted with conformance to the device requirements. Therefore, this issue does not appear to be manufacturing related. A review of the risk management report (rmr) was conducted to ensure the risks were included and the occurrence is below the threshold. The rmr for this hudson cannulated shaft, 750-2007-026-rmr-instruments rev k was reviewed. The risk is captured in line 18. Most likely cause: the broken handle reported in experience c2017-659 was likely the result of holding the sleeve stationary while the instrument was spinning, which led to the retaining ring breaking loose from the assembly and allowing the tip to disassemble. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues and/or design issues. There was no patient adverse event to the patient. The small pieces were passed out of the sterile field and no parts fell into the surgical site. An investigation was conducted; the broken handle reported was likely the result of holding the sleeve stationary while the instrument was spinning, which led to the retaining ring breaking loose from the assembly and allowing the tip to disassemble.

Event description:
It was reported from the us that during an orthopedic surgical procedure the "colleted" attachment portion of the shaft broke/disassembled while the surgeon was attempting to ream the glenoid bone. The agent stated: "the shaft "broke/became disassembled", to my recollection, the following parts were passed to the surgical tech. - the modular reamer, the shaft, the "collet", a spring, a small metal ball and possibly one other separate piece". The agent was present at surgery and there was no delay to the procedure. It was reported that no pieces were left in the patient. The issue was resolved by using another modular cannulated tri-drive which was present in the set of instruments. There was no patient injury, adverse event, or clinical consequence to the patient. Multiple email requests were sent to the contacts for additional information. No further information has been provided by the contacts related to this event.